Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this rv lead was explanted due to a product performance issue. Additional information indicates noise was oversensed but did not lead to pacing inhibition. No adverse patient events were reported.

Manufacturer narrative:
12/18/17 - we received a device evaluation. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection deformations of the inner coil close to the is-1 connector pin were found. Further investigations indicated that these damages were caused by overrotation of the inner coil during the retraction of the fixation helix. Furthermore, cuts in the insulation were observed which occurred most likely during the extraction procedure. In addition, signs of abrasion were found along the lead body. However, the insulation was intact. The values of the parameters measured during the electrical analysis were within the technical specifications. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.